Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of the clip not loading into the jaws could not be replicated or confirmed as all clips loaded properly into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon used the clip applier to fire clip. He got the first clip out successfully and after, the clip did not fire. Tried to fire clip three times, the surgeon did not see any clip in the jaw/feeder. The new clip applier ca500 was opened, and the surgery was finished successfully. Product returning. Additional information received via email on (B)(6) 2024: "3 cff03 and 1 cff33 trocars were used. No resistance on trigger actuation. The clip applier would not reload a clip into the jaws after the first fire." Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon used the clip applier to fire clip. He got the first clip out successfully and after, the clip did not fire. Tried to fire clip three times, the surgeon did not see any clip in the jaw/feeder. The new clip applier ca500 was opened, and the surgery was finished successfully. Product returning. Additional information received via email on 21jun2024 "3 cff03 and 1 cff33 trocars were used. No resistance on trigger actuation. The clip applier would not reload a clip into the jaws after the first fire." Patient status: no patient injury. Intervention: the case was completed with the new one.